Event description:
It was reported that a patient underwent an unknown repair of anterior and posterior walls procedure on (B)(6) 2023 and a suture was used. During the surgery, there was oozing, and the doctor used suture to tie the blood vessels. During the use, the suture broke. Changed another one to complete the surgery. No patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/19/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following additional information was requested, but unavailable: please provide lot number. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.